Manufacturer narrative:
The reported complaint of no readings was not confirmed on the returned set. No visual anomalies were observed. The balloon was tested and performed as expected. The electrical characteristics of the thermistor was measured and found to be within the product specifications. The temperature reading was able to be obtained from the catheter and the set performs per the product specifications. When the returned set was primed and pressure leak tested, no occlusions/ leaks were observed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.

Event description:
It was reported that a td torque-line catheter, 7f, 4 lumen, 110 cm was found to provide inaccurate readings during patient use. The reporter stated that using the new ICU medical thermodilution catheters during a procedure, was unable to obtain accurate waveform despite troubleshooting (i.e. New transducer and changing channel cables). It was also stated that "attempted to use another pressure cable, but still unreliable waveforms noted. Replaced transducer cable off the manifold, but still obtained inaccurate waveform readings. The physician was not able to complete the procedure and is questioning the results. The reporter stated, "to my knowledge, the reading wasn¿t corresponding to the patient's clinical status at the time of use. The patient was not affected during the use of the product."

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.